Manufacturer narrative:
Product was requested to be returned for evaluation but has not been received. (B)(4).

Event description:
Customer reported unit will not shut correctly. The customer has to apply excessive force to be able to close the locking mechanism. Customer reported no physical damage to the unit and this was discovered during routine maintenance of the product. There was no pt involvement.